Event description:
During placement of the microcoil into the aneurysm, a rupture occurred. The procedure continued with the placement of three to four more micrus microcoils. The case concluded successfully with report that the pt is well with no clinical sequelae.